Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that hemolysis began two days post-op and the pt's inflow cannula position was an issue. Pt's anatomy seemed to allow the pump to flow well while lying flat, but in seated and some active positions the pump did not flow as well. The decision was made to explant the pump due to anatomical/pump position reasons. The pt is recovering in the ICU.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.